Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old male patient had impella cp pump inserted for acute myocardial infarction (ami)/ cardiogenic shock (cgs). The patient had hemolysis that was 55mg/dl and 99mg/dl that was measured within a 24 hour period and the pump was removed to resolve hemolysis.

Manufacturer narrative:
The product was returned for evaluation. Product analysis revealed delaminated epotek on the sleeve bearing. Data log analysis did not reveal any major positioning or suction issues, although there was a brief period at the beginning of the case where the outflow was close to the valve due to the ventricular placement signal (ps) but still pulsatile motor current. There are no positioning issues present in the logs for the remainder of the case, but it is possible the outlet remained close to the valve. The pump passed hemolysis testing per astm f1841. Therefore, the root cause of the hemolysis was due to improper positioning.